Event description:
The customer reported via phone call that they had a battery out limit alarm on the insulin pump. Customer's blood glucose was 16 mmol/l.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No unexpected battery out limit alarm was noted. The insulin pump passed the displacement test and the off no power test. The operating currents were within specification. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a cracked belt clip slot.